Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a post-implant procedure device check, radiographic imaging showed that the right atrial (ra) lead had not remained secure in its initial position. Surgical intervention aimed to reposition the atrial lead was undertaken but proved unsuccessful due to damage to the retractable fixation system. As a result, the ra lead was extracted and substituted with a new one. There were no further adverse effects on the patient reported. The lead is anticipated to be returned. Despite several attempts to obtain product return, this lead has not been returned for product investigation. Should additional details become available, a supplemental report will be issued.

Event description:
During a post-implant procedure device check, it was discovered through radiographic imaging that the right atrial (ra) lead had not remained secure in its initial position. Surgical intervention aimed to reposition the atrial lead was undertaken but proved unsuccessful due to damage to the retractable fixation system. As a result, the ra lead was extracted and substituted with a new one. There were no further adverse effects on the patient reported. The lead is anticipated to be returned. Despite several attempts to obtain product return, this lead has not been returned for product investigation. Should additional details become available, a supplemental report will be issued. The product returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray analysis confirmed the conductor coils were intact, with no fractures observed. However, the inner conductor coil was deformed near the terminal pin, which resulted in a blockage, so a stylet was unable to be inserted. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to become deformed and prevented the lead from being successfully repositioned during the lead revision procedure.

Event description:
During a post-implant procedure device check, it was discovered through radiographic imaging that the right atrial (ra) lead had not remained secure in its initial position. Surgical intervention aimed to reposition the atrial lead was undertaken but proved unsuccessful due to damage to the retractable fixation system. As a result, the ra lead was extracted and substituted with a new one. There were no further adverse effects on the patient reported. The lead is anticipated to be returned.